Event description:
An error occurred indicating a brake fault on the patient side manipulator (psm) arm 1, axis2 during remote error log review. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. An intuitive surgical, inc. Representative (field service engineer) was able to verify the issue and therefore, replaced the arm to resolve the issue. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical inc., (isi) for failure analysis investigation. Arm 2 was installed and configured onto the test system. The arm failed the brake drop test which ties to the reported problem error on axis 2. Axis 2 brakes will be replaced. Both axes 1 and 2 brakes will be replaced as its shaft, gear, bearings. This complaint is being reported due to the patient side manipulator arm 2 failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.